Manufacturer narrative:
Method: device history record review. Results : based on the results of the DHR review, the available information given within this complaint, product evaluation and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. No definite root cause for the complaint is determined. As reported on the medical review, the over-sized lens most likely caused the excessive vaulting. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the lens was too big. The lens was replaced with a smaller diopter lens. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens dry, with dried surgical residue on the lens surface. Was unable to detect any damage to the lens due to the returned condition. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).